Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, powered on in service mode and view event error log notice a few transducer fault occurrences. Powered on in operating mode and reported problem was duplicated transducer failed, powered unit to service mode and perform transducer calibration for exhal flow failed a/d 36 should be in between min 37 max 690. Findings/root-cause- problem duplicated and isolated to bad transducer this issue is being addressed by an internal corrective action.

Event description:
The customer reported that while in patient use the ventilator gave a transducer fault with visual and audible alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.